Manufacturer narrative:
Date of this report - should be (B)(6) 2015 rather than (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation the right ventricular lead exhibited intermittent capture due to lead dislodgement. The lead was explanted and replaced. The patient's condition was good post procedure.